Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. In speaking with olympus technical assistance center (tac), the customer reported that they did not shut down anything on the cart when connecting scopes until the end of the day because they hot swapped. They believed this issue was occurring with every scope. They asked the customer to plug the scope in while the device was shut off. The error did not return. The customer checked the scope again to see if it was a scope issue and confirmed that the error was happening with all the scopes, but the scopes were working fine on another tower. The device was returned to olympus for inspection, and based on the results of the investigation, the customer's reportable malfunction was not confirmed. Hence, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displays a b30 scope communication error. The issue occurred during preparation for use. There were no reports of patient harm.